Event description:
Procedure: unk. According to the reporter: the instrument jammed several times and the clips broke. No pt injury. The operator ended the operation by using instruments from a different lot.